Manufacturer narrative:
Batch review performed on 22 july 2022 lot 083357: (B)(4) items manufactured and released on 18-dec-2008. Expiration date: 2013-11-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At 13 years 3 months after the primary, the patient came in reporting pain and the surgeon determined that the stem may be loose. During the surgery, the stem appeared to be well fixed but needed proximal bone graft. The surgeon revised the head and liner and the surgery was completed successfully.